Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a punctured on/off button gasket. It was determined that the damage was due to a pointy object being used to turn on/off the device which damaged the main switch board underneath the gasket. The device was recertified and returned to the customer. This report has been attributed to mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.